Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil selected flow: device interaction/functional. Visual inspection: the visual inspection of the pfna blade has shown that on the sleeve some heavy marks are visible. The locking screw of the pfna blade is strongly damaged as well as twisted and is not in the position as intended. In the locking screw is the broken tip of extraction instrument visible as well as the thread part is deformed and damaged. Further evaluation has shown that that the perforation of the pfna blade tip some residue of cement are visible. Dimensional inspection / functional test: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. A functional test with an at the cq department available pfna nail was performed and no functional issue could be detected. The pfna blade go through the citrus hole of pfna nail although the visible marks. As a result of the damaged locking screw as well as the broken tip inside the locking screw could not be locked / unlocked as per design intended. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the received condition of the pfna blade, the marks and damaged locking screw is rated as confirmed. We do suppose that the device encountered unintended forces, such as excessive force application during removal surgery, which finally caused the post manufacturing damages of the locking screw at the pfna blade. Finally we are based on the provided information we are not able to determine the exact cause of heavy marks on the pfna blade sleeve. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to the damage of the pfna blade sleeve. During the performed investigation no manufacturing related issue could be detected, the pfna blade in question was manufactured according to the specification. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 04.027.037s, lot: l601691, manufacturing site: bettlach, release to warehouse date: oct. 10, 2017, expiry date: oct. 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this report is for one (1) pfna blade perf l110 tan.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown pfna blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the planned proximal femoral nail antirotation (pfna) implant removal procedure, the extraction key for the blade broke off. Metal was not possible to be removed from extraction key with help of a hss drill. Surgery was aborted. One day later another instrument set for damaged blades was available and construct was removed successfully. Surgeon noticed the cold weld at the thread point of the end cap of the blade. In addition, patient reported a delayed healing of the fracture. Surgeon suspects deformation of the blade due to the possible delayed healing of the fracture. Surgery was completed successfully. No further information is available. Concomitant device reported: tfna/pfna extractor(part# unknown, lot# unknown, quantity 1); hss drill (part# unknown, lot# unknown, quantity 1); hammer (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown pfna blade. This is report 2 of 2 for (B)(4).